Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed an unidentified, other "text" message. The patient said she was sweating a lot after the product issue occurred. The patient took no diabetes treatment action and received no medical intervention. The customer care advocate walked the patient through resolving the issue. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain an actionable result on the lfs product and later experienced sweating, which can be a typical symptom of hypoglycemia.